Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during an attempted implant, high out of range shock impedance was observed. The device was replaced. No further information is available.